Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -4.0 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault and angle closure with elevated iop. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Health effect clinical code (B)(4). Device code (B)(4). Claim# (B)(4).